Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 53 mg/dl and had chocolate milk and 4 glucose tablets blood glucose went up to 154 mg/dl, calibrated and it did not accept it waited checked blood glucose 157 mg/dl. Customer would like to continue troubleshooting. Customer reports they did not receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert. Customer states the led blinked on and off. Customer declined troubleshooting for low blood glucose because customer was cutting grass and did not set the basal rates it was their fault. The devices will not be returned for analysis.